Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned to the manufacturing site for analysis. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, a scratch was found on the optic of the iol during wound closing. The iol was exchanged for another iol. Additional information has been requested.